Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had pain under her skin ever since the implant procedure. The implantable neurostimulator (ins) was removed but the lead was left in. Since that time, she had worse pain, "24/7," on her left side to where she could not walk, almost to the point of paralysis. She had steroids, injections, and epidurals. The pain started on (B)(6) 2014. It was explanted and the pain got worse in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.